Manufacturer narrative:
Result: cracked siderail panels and footboard clamshell. Damaged motion interrupt pan. Incorrect brake plates being installed to bed.

Event description:
It was reported by service report that the head right inner and outer siderail panels, and inner foot right siderail panel were cracked; the footboard was cracked; the motion interrupt pan was damaged, and the brakes were not working. No pt involvement or adverse consequences were reported.